Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
The report received from (B)(6) stated the tube leaked "very fast". There was no report of any patient involvement or required intervention. Additional information has been requested.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed the sample was received sealed inside its pouch. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube had an air leak. Customer reported there was no patient injury with this event.